Event description:
It was reported that the patient underwent vns generator replacement due to normal battery depletion. After the generator was replaced, high impedance was seen. Another generator was used, and high impedance was still seen. The suspect lead and new generator were left implanted. No additional relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the lead. The entire lead was returned. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Four half sets of setscrew marks were found near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. The lead was connected to the pulse generator and no anomalies that could prevent proper insertion were identified. Abraded openings were observed on the outer tubing at approximately 217-220mm, and at 365-368mm, likely due to wear. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Product analysis had also been completed on the m1000 generator which was opened and then not used during the replacement surgery. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. In summary, no anomalies were found with the first m1000 generator, and the other new m1000 generator appears to be working properly as impedance was ok after the lead replaced. No discontinuities were found with the lead, although signs of incomplete pin insertion were present. Therefore the cause of high impedance with both generators was likely due to incomplete pin insertion.

Event description:
The patient underwent lead revision surgery. The suspect lead was received and is pending completion of product analysis. No additional relevant information has been received to date.